Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side deflation and capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: not observed. ¿ capsular contracture: unable to observe.

Event description:
Healthcare provider reported an unknown side exchange with no complaint against the device. Healthcare provider later reported a deflation and capsular contracture baker grade iii with pain due to implant. This record is for the right side. The device has been explanted.